Event description:
Plaintiff's lawyer reported that patient allegedly was implanted with a cl medical I-stop (lot is-5, ref. No. Is-9-51). Patient complained about pain, erosion, additional surgeries, infections.

Manufacturer narrative:
Manufacturing records corresponding to the lot number identified were reviewed and there was no evidence of any non-conformity. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.